Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance to reset the pump, was advised to continue using the pump, and understood to contact technical support if the issue recurs.